Manufacturer narrative:
Patient information was requested, but not provided. No lot # provided and part not returned. Mfg date is dependent on lot#. Suspect part has not been returned to the manufacturer.

Event description:
After a procedure it was noticed that the small suretrak clamp screw was worn and damaged. No impact to patient.